Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was implanted. At the ICU, clogging of the drain occurred and caused an infection. The device was left in the spine. The patient remained in the hospital. Additional information has been requested.